Event description:
The iab was inserted into the patient on 6/3/1998 in the evening. On 6/6/1998 in the afternoon, blood was noted in the catheter. (Event complications: none from the event-reported 6/11/1998.) ( pt's current status: unk-reported 6/11/1998.

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.